Manufacturer narrative:
H6 - health effect clinical code: 4581 - fibrin, strong flares, adhesive around eye. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.5/1.0/91 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there is tass and additionally reported - fibrin, strong flares, adhesive around eye, medication used. The surgeon reports there will be not additional intervention as the symptoms have resolved. Lens remains implanted.

Manufacturer narrative:
Corrected data: g3 -supplemental #1 date should be corrected feb-07-2024. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was later reported that the lens was implanted into the patient's right eye (od) and not the left eye (os). H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - additional information was later reported that 2 days after surgery inflammatory recovery was observed. There was no abnormalities during recovery. It was also noted iop is 14 mmhg, and corneal endothelialt density is 2641 cells/mm2. Claim# (B)(4).